Event description:
It was reported that the patient underwent a surgical procedure to remove this 11mm diameter tactra malleable penile prosthesis due to pain, discomfort, and spraying during urination. The physician believed the patient would benefit from a smaller diameter device. The existing tactra was explanted and replaced with a new prosthesis 9.5mm in diameter. There were no further patient complications and they have since fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be determined; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this 11mm diameter tactra malleable penile prosthesis due to pain, discomfort, and spraying during urination. The physician believed the patient would benefit from a smaller diameter device. The existing tactra was explanted and replaced with a new prosthesis 9.5mm in diameter. There were no further patient complications and they have since fully recovered. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The implant date was obtained through a review of the surgical history previously provided by the physician. The lot number previously provided was invalid. As such, other device details could not be determined.

Manufacturer narrative:
Implant date updated.

Event description:
It was reported that the patient underwent a surgical procedure to remove this 11mm diameter tactra malleable penile prosthesis due to pain, discomfort, and spraying during urination. The physician believed the patient would benefit from a smaller diameter device. The existing tactra was explanted and replaced with a new prosthesis 9.5mm in diameter. There were no further patient complications and they have since fully recovered.